Event description:
It was reported the customer had received a max dose exceeds bolus alarm on the insulin pump. The nurse stated the customer was given a manual injection. The nurse also stated she was not supplied with numbers for calculation with the bolus wizard. The customer's blood glucose was 290 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).